Event description:
It was reported that the patient had presented for a follow-up, and the device could not be interrogated. The physician opted not to explant the device. The patient notifier for eri was turned off. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.